Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device hard drive had crashed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device hard drive had crashed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hard drive had crashed. A field service engineer (fse) reimaged the system to version 1.8, set the device name, site ID, and serial number. The station came online in remote support services (rss). The fse installed essential security against evolving threats (eset) and power packages, set the time zone and time, verified the scanner, configured operating system updates, and set credential management in rss. The station was synced to the server, autologin was configured, and zd410 printer properties and preferences were set up, followed by a successful test print. The fse also worked with the customer to delete the old smart remote manager (srm) fridge and configure the new helmer. The system functioned as intended after the field service engineer repaired the device.